Event description:
At approximately 18:30 hrs on 11/12/99, a cna was working on unit. She attempted to unplug the battery charger cord attached to a pt lift (medi-maid lift). According to a witness (another cna), sparks erupted from the cord which she was holding in her right hand. She started shaking, became flushed and near syncopal. She was placed in a chair while the charge nurse was summoned. Her pulse was thready and irregular. Vital signs were bp 142/80, pulse 130. The charge nurse arrived. Cna was lowered to the floor, covered with a blanket, and o2 was administered. 911 was called and she was transported to the emergency room. She was released from ER at 2200 hrs and was released to return to work on 11/13/99. The lift and charger were taken out of service, tagged by safety coordinator to be held until determination is made whether the FDA would like to view the lift and charger. It appears that the portion of the charger cord that attaches to the lift to charge the lift batteries caused the incident. The tip of the connector, a male connector, broke off inside the lift causing what appeared to be a short circuit and arcing which was observed by the witness. This equipment will be further evaluated after the report is received by the FDA and the authorization is given to pursue it by the FDA.